Event description:
As reported by our (B)(6) affiliate, after a 26mm sapien valve was deployed a little too low in a stented pulmonary conduit, it was evident that the conduit itself was too large in diameter to accommodate it properly. The prosthesis did not seem to be stable, moving proximally. A graft stent was deployed into the sapien valve to expand it and to create thickness and a second valve was placed correctly within the conduit. The final result was considered ¿perfect¿. The conduit was about 27mm, operators thought that a little over expansion of the thv balloon would have made the prosthesis well stable but it was not sufficient, so a graft and a second valve was necessary.

Manufacturer narrative:
The sapien valve is indicated for placement in a native aortic valve. The sapien valve is currently in ide in the u.s. For the pulmonic indication. Per the training guide for pulmonic valve replacement, the sizing recommendation for the conduit diameter should range between 21mm to 23 mm when placing a 26mm valve in a conduit in the absence of stenosis. In this case, the conduit diameter was 27mm, which is outside the recommended sapien sizing. Positioning in the conduit should be such that the midpoint of the thv is referentially positioned at the distal margin of residual stenosis, to ensure no outflow (valve leaflet) impingement. It is also noted that the balloon typically inflates in a proximal-to distal direction. In this case, the conduit itself was too large in diameter to accomodate the valve properly, as well as the initial placement was too ventricular. The operators thought that a little over expansion of the thv balloon would have made the prosthesis well stable but it was not sufficient, so a graft and a second valve was necessary. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.